Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2,000 ohms. There was also a report of loss of capture (loc), but it did not result in asystole for this patient. A revision procedure was performed and the lead was surgically abandoned. During the procedure, the lead was also tested with a pacing system analyzer (psa) by isolating the rate/sense portion of the lead which confirmed the high pacing impedance measurements. No additional adverse patient effects were reported.